Event description:
It was reported that the patient underwent cervical occipital fusion (3-4 levels). The patient has a "long" medical history and has undergone 6-8 surgical procedures on her neck. The patient reported "the last two surgeries resulted in the rod breaking". The hcp reported the patient underwent revision surgery in 2009, due to a broken rod on the left. The rod was replaced. The patient stated she had "surgery with rod breaking one month later".

Manufacturer narrative:
The rod was not returned for evaluation. No imaging films were provided. With the available information, a cause or a contributing factor cannot be determined.